Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2018-may-14 patient was waking 1 time per night and all of the sudden it was 2 times a night since 2018 (a few weeks ago) then 3 times a night (B)(6) 2018 day before yesterday. The patient stated she changed the program and she was back to 1 time per night. The patient was redirected to healthcare provider if symptom does not resolve. The patient has her 6 month check up with her doctor next month.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that they experienced an increase in frequency at night and they were back to like they were before the implant. They stated they didn't feel stimulation and had a return of symptoms. It was also noted that the stimulation was an irritating, tickling feeling that would last for a few seconds when laying on their side. On (B)(6) 2017, they stated their symptoms were changing all the time and, the night prior, was the weirdest one. They called their healthcare professional (hcp) and spoke to a nurse who stated to not change the settings until discussing with their hcp at their appointment on the following tuesday. Their symptoms were pretty miserable; in the late evening, they had "real urgency" and, when they went to the bathroom, they would feel like they hadn't emptied their bladder and they were constantly going to the bathroom. This urgency feeling was very intense. The patient then went to lay in bed on the side opposite of the implanted neurostimulator (ins) and felt "gentle muscle spasms in the vaginal area," noting they were not where the ins was implanted. Originally, they felt the stimulation differently at the hospital, noting it was "tingly" on their backside. They hadn't felt any tingly sensation for several days and then "this one" was really pronounced and the patient had gone to the bathroom so many times. It was noted that, when they urinated, it didn't burn but it hurt and was uncomfortable and aching. They also noted that they had bleeding in their back so they stopped bending over. On (B)(6) 2017, they changed to program 2 and was going to follow-up with their hcp about the symptoms. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient recently changed programs 2 weeks ago from program 1 to program 2 and stated that the first week after the change she had wonderful results. It was stated that the patient had intense aching and it hurt when she went to the bathroom on program 1 but that was all relieved with the change to program 2. The patient mentioned that for the past 2 days she started to regress and started having the awful aching again but just in the morning time. It was reported that yesterday the patient started to go to the bathroom more and then she would feel like she still had to go when she was done. The patient mentioned that she had an appointment scheduled with her health care professional. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained. Patient mentioned that the went to see their health care professional for the monthly check up and she asked him about the extreme aching sensation which patient was having and the hcp asked the patient to shut of the device for 20 minutes and turn it back on which patient did. No further complications were noted or anticipated

Manufacturer narrative:
Faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on january 2nd reported the circumstances that led to the feeling that they weren¿t emptying their bladder they did not know. The patient stated it was a sudden and most uncomfortable. The patient stated the steps taken to resolve the feeling like they weren¿t emptying their bladder was nothing, they were told to call their doctor. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was implanted for bladder. The patient stated their symptoms were a lot better than before they were implanted. Patient stated they did not understand why they got up once a night for a while and then went back to getting up twice in the middle of the night, then they would go back to one. A few times the patient reported they did not have to get up, but that did not happen very often. Patient was wondering why it went up and down like that. Patient stated they went to the bathroom way less than before. They used to go in the twenties times. Patient stated that's better by a long shot. They reported they were still leaking. They had increased on friday from 0.9v to 1.2v and that set off all the bells and whistles. Patient stated they could really feel the vibration, they had never had such strong vibration. Patient decreased back down to 1.1v and did not feel stimulation even when laying down. Patient stated they did not feel the vibration ever. Patient was told they did not have to feel anything. Patient stated sometime prior, they had changed from program 1 to program 2. They had been on program 2 for a while, at least a month or 2, but only since friday set at 1.1v. Patient was going to see how it worked at 1.1v. If no improvement was noticed, they planned to change to program 3. If that did not help, they planned to follow-up with their healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4).if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient's reason for calling was to ask what should be expected after a year of the device being implanted. Patient clarified they were not getting the therapy results they expected. They stated the therapy was working really, really well. Patient reported they were not leaking, but still had to go frequently and gradually over time the frequency got better, but they were still leaking. Patient reported their healthcare provider said the device wasn't for leakage and they told the patient to do some exercises, which the patient reported helped. Patient stated they thought after a year they should be getting better results. Patient reported they didn't want to still be getting up multiple times at night, only once. Patient reported that when they connected with their patient programmer, they felt a horrible jolt/felt an uncomfortable stimulation that would go away after a moment. Patient confirmed they were using the stim on/off buttons instead of the sync button to connect. During the call the patient confirmed stimulation was on, set to program 3 at 1.9. The patient mentioned having a difficult time getting to the patient programmer menu. The patient inquired on how high stimulation could go. Patient reported having a problem and they were told to turn stimulation off for 20 minutes. Patient reported they didn't remember what the issue was, but it was resolved by following the direction. Patient reported that once when they connected the programming was set differently than they remembered. They tried to find the date because they had been tracking adjustments in their journal, but the patient was unable to find the date in their notes. Patient also mentioned that on (B)(6) they were on program 2, on (B)(6) they were on program 3 and changed to 1.1. Patient reported a gradual loss of therapy. They were redirected to their healthcare provider to discuss symptoms and programming. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported they had a loss of therapy and it was unknown if it was related to positional movement. They reported they were getting up more at night and had more frequency during the day. The patient stated it was fluctuating. Patient stated that when they bend and was outside doing yardwork or when they coughed or sneezed, they experienced leaking. Patient stated they made adjustments about every 2 weeks if needed. The patient reported someone told them to wait two weeks in between adjustments, but didn't remember who told them that. Patient made an adjustment the day of report prior to calling. The patient stated they felt stimulation when they increased it. Patient stated that their experience is that they felt stimulation when increasing the intensity, then they didn¿t feel the stimulation sensation after a while. Patient thought that the last setting was 3.9, however when they made an adjustment today it was at 1.0. Patient thought they wrote the numbers down incorrectly. Patient was able to sync with their programmer on the call and it showed stimulation was on. Patient reported no known ci rcumstances that led to the reported issues, they reported they did not change what or how much they drank and there were no new changes to any medications. They stated they did change what they ate every dat. Patient was directed to track results and make adjustments as needed. Patient reported they would call their healthcare provider to ask if it is ok to make adjustments more frequently than every 2 weeks. The patient reported this was a sudden change in therapy/symptoms. No further complications were reported or anticipated.